Manufacturer narrative:
A sodium citrate blood collection tube was used to collect venous blood from the patient and this sample tube was used for both meter and laboratory testing. The nurse did not discard the first 4 drops of blood from the sodium citrate tube prior to applying the 5th drop to the test strip when meter testing. Per product labeling (when collecting venous blood): "discard the first 4 drops of blood. Then immediately place 1 hanging drop of blood directly onto the target area of the test strip. Completely cover the target area."

Event description:
It was reported that a patient received a discrepant result when tested with coaguchek xs meter serial number (B)(4). At approximately 3:00 a.m., a sample from the patient was tested using the meter, resulting in a value of 1.7 inr. Within 5 minutes of meter testing, a sample from the patient was tested in the laboratory using hemosil reagent on an acl top analyzer, resulting in a value of 2.2 inr. Medical decisions were done based only on the laboratory test. The patient's therapeutic range is 2.6 - 3.0 inr. The patient's testing frequency is bi-weekly.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The test strips have not been received at this time. If the test strips are returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. Higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Medwatch occupation - the occupation is patient/consumer.